Event description:
During trialing for a l4-s1 anterior lumbar interbody fusion (alif) procedure, the synfix trial handle (p/n (B)(4)) broke off inside the synfix-lr trial spacer (p/n (B)(4)). The surgeon was able to remove the spacer and complete the procedure with no adverse effect to pt. This file is on the synfix trial handle (p/n (B)(4)). This is report 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received with only the threaded insert, the outer sleeve was not returned. Visual inspection noted that approximately 2.5 m was missing from the threaded tip. Physical dimensional verification was found impossible due to the damage exhibited by the instrument.